Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156777.

Event description:
Voluntary medwatch received states that during implant device interrogation revealed a malfunction on the right ventricle (rv) lead. The lead is no longer in service. There were no patient consequences.